Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. There is no allegation of cassette malfunction based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed unconfirmed.

Event description:
It was reported that this patient on peritoneal dialysis (pd) therapy was hospitalized with peritonitis. There were no reported allegations that the event was related to fresenius products. In additional follow-up, the patient stated that, on (B)(6) 2025, she was admitted into the hospital for symptoms of cloudy pd effluent. The patient stated she had streptococcus peritonitis. The patient reportedly underwent removal of the pd catheter (not a fresenius product) and will be transitioned to hemodialysis for renal replacement needs. The patient is receiving intravenous antibiotic therapy in the hospital (details unknown). The patient remained in the hospital at the time follow-up was performed and reported to be recovering from the event. The patient reported she did not have any fluid leaks or any issues with fresenius products in relation to the event. The patient stated she did not have any adverse effects from fresenius products. The patient stated while she does do hand hygiene, she does not wear a mask as instructed during her pd connections which is likely source for the peritonitis infection.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. Currently, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the patient¿s peritonitis is most likely associated with a breach in aseptic technique (not wearing a mask) during the pd exchange.

Event description:
It was reported that this patient on peritoneal dialysis (pd) therapy was hospitalized with peritonitis. There were no reported allegations that the event was related to fresenius products. In additional follow-up, the patient stated that on (B)(6) 2025 she was admitted into the hospital for symptoms of cloudy pd effluent. The patient stated she had streptococcus peritonitis. The patient reportedly underwent removal of the pd catheter (not a fresenius product) and will be transitioned to hemodialysis for renal replacement needs. The patient is receiving intravenous antibiotic therapy in the hospital (details unknown). The patient remained in the hospital at the time follow-up was performed and reported to be recovering from the event. The patient reported she did not have any fluid leaks or any issues with fresenius products in relation to the event. The patient stated she did not have any adverse effects from fresenius products. The patient stated while she does do hand hygiene, she does not wear a mask as instructed during her pd connections which is likely source for the peritonitis infection.